Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have low blood glucose of 31 mg/dl, which was treated with candy. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appears normal, customer was admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer is programming correctly. Customer broke her leg and lowered basal rates. After troubleshooting, customer was advised that insulin pump would need to be replaced due to failing displacement test. No further information provided.

Manufacturer narrative:
The pump passed the delivery accuracy test.